Event description:
It was reported that an ilet pump developed a cracked housing with an unresponsive screen during routine use, and a video of the damage was provided; a replacement device was issued and the user continued glucose monitoring with their dexcom system while awaiting the replacement. Symptoms included hyperglycemia up to 297 mg/dl without associated clinical symptoms. Outcomes included self-management at home with manual subcutaneous insulin injections and no medical intervention or hospitalization. Investigation included review of the reported damage and usage context with request for device return and inspection of the returned device . Investigation of this device revealed a screen/display and enclosure breakage consistent with physical damage resulting in loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact or stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.